Event description:
The customer reported the power indicator light intermittently turns off. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the power indicator light intermittently turns off. There was no reported pt involvement. The customer tested the device with another ac power module and the device worked fine. The ac power module was replaced to resolve the issue. We will consider this a malfunction of the ac power module where the power indicator light intermittently turned off.